Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies and none were found. Ran occlusion testing and no occlusions were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer had symptoms such as thirstiness, short of breath and not being able to walk. Customer treated with injections. Customer's blood glucose value was 369 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2016 and did contact their healthcare professional. Troubleshooting was performed. The drive support cap appeared normal. There were leaks. The product was returned for analysis.